Event description:
It was reported that the customer had an alarm and his blood glucose level was running over 500 mg/dl. Customer's blood glucose level is now 462 mg/dl. Customer was concerned why his sensor was not accurate and did not alarm him. It was advised that it sounds accurate now and may have just been slow to catch up with his blood glucose level as they rose. Customer feels bad and has ketones. Customer contacted their health care provider for their high blood glucose levels. Customer has a back-up plan and has treated for his blood glucose levels. Customer ran a manual prime and the insulin did exit the tubing. Customer had a no delivery alarm yesterday morning and changed out his infusion set to his other leg. Customer ran a self test on the pump and the pump failed the self test. The screen went blank around 3 and did not make any noise. The pump did not say the test was completed and it took him to a blank screen. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.